Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery of insulin during the prime. The customer did not know the blood glucose reading. The customer was advised to disconnect and reconnect the tubing and reservoir and manually push the plunger and the customer stated that insulin did not exit. The customer was advised to assemble a new reservoir and infusion set. The customer was advised to manually push the plunger again and stated that insulin did exit. The customer was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime of 5 units and the customer reported that the insulin pump alarmed for no delivery. The customer was advised to try a new reservoir with the current infusion set and run another manual prime and reported that the insulin pump did not alarm for no delivery. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.